Manufacturer narrative:
Replacement pendant shipped to resolve the problem with the pendant cable pulling away from the body of the pendant.

Event description:
Account alleged he has a problem with the pendant cable breaking where the cable enters the body of the pendant. Account alleged that bare metal wires are visible on the pendant. Account stated that there were no injuries.